Event description:
Allegedly, patient has experienced constant pain since his initial implantation surgery in 2009. Due to high ion levels, plaintiff's hip was revised in 2011. (Left)

Manufacturer narrative:
This is the same event 3010536692-2014-01672. This report will be updated when investigation is complete.